Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found due to a cut on switch 4, water tightness is lost and the watertight area becomes defective. In addition, switch 4 has a cut and due to clogging of nozzle, water removal ability does not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope has a switch 4 air leak and the air leak occurs near the control button. It is unknown when the issue reported was found. The device was returned for evaluation. During the device evaluation, foreign matter came out of the nozzle was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
H10: per the customer¿s response, reprocessing was not conducted in accordance with instructions for use. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material coming out of the nozzle could not be identified. However, it¿s likely the cause is related to reprocessing deviating from the instruction manual. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: inspection method is described in the operation manual cf-xz1200l/I chapter 3 preparation and inspection. Prevention method is described in the reprocessing manual cf-xz1200l/I chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.